Event description:
It was reported that a blood collection device w/male luer is breaking off in the needle.

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer. This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.

Event description:
It was reported that a blood collection device w/male luer is breaking off in the needle.

Event description:
It was reported that a blood collection device w/male luer is breaking off in the needle.

Manufacturer narrative:
The corrections are as follows: reason code for no evaluation: other.

Event description:
It was reported that a blood collection device w/male luer is breaking off in the needle.

Manufacturer narrative:
The corrections are as follows: medical device catalog #: mbc6010. Medical device brand name: bd blood collection assembly with male luer lock. Common device name: blood collection set. Medical device type: fmi. PMA / 510(k)#: k172763.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: bd had not received samples or photos from the customer facility for investigation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation and mechanical testing; upon completion, all results met release specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on the evaluation of the retain samples, all results met release specifications. However, further investigation activities have been conducted through a CAPA where improvement opportunities have been identified. As a result, these improvements are being implemented to help reduce further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences.